Event description:
It was reported that there was no insulin flow during injection and needle was bent with a bd pen ndl¿ 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter: consumer reported needle bent at non patient end. He tried to inject, nothing happened, he removed the pen needle and that's when he noticed the non-patient end was bent. Does not prime before use. Lot: 6355814, item: 320883, occurrence date (B)(6) 2019. Expiration date not available. One pen needle affected. No insulin flow during injection and non-patient end bent.

Manufacturer narrative:
Investigation: customer returned (1) 32g, 4mm bd pen needle without the tear drop label attached (used). Consumer reported needle bent at non patient end. He tried to inject, nothing happened, he removed the pen needle and that's when he noticed the non-patient end was bent. The returned sample was examined and exhibited a bent non-patient end cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no insulin flow during injection and needle was bent with a bd pen ndl¿ 32 g 4 mm 90 CT mail order only. The following information was provided by the initial reporter: consumer reported needle bent at non patient end. He tried to inject, nothing happened, he removed the pen needle and that's when he noticed the non-patient end was bent. Does not prime before use. Lot: 6355814, item: 320883, occurrence date (B)(6) 2019. Expiration date not available. One pen needle affected. No insulin flow during injection and non-patient end bent.